Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
Updated/corrected b2 is death. Added h6 health effect - impact code.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the left aorta in a 15-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the patient was on ECMO with an open chest with expected procedural bleeding and chest tube output. The physician did not attribute the bleeding to the impella. While the patient was in the intensive care unit (ICU), hematuria was noted. The post-procedure outcome is unknown. The impella functioned at p-9 at 5.1l/min as intended. Bleeding (hematuria) is also a known risk due to the impella's anticoagulation and purge requirements.